Manufacturer narrative:
H4: the lot was manufactured from november 04, 2019 ¿ november 05, 2019. H10: nine (9) actual samples were received for evaluation. All samples were visually inspected and loose white foreign matter approximately 0.25 square millimetres was observed inside the lower right side of the bag of only one (1) sample. The foreign matter was further isolated and analyzed using micro-fourier transform infrared (ftir) spectroscopy with a microscope module. The ftir analysis determined the spectrum of the particle was consistent with acrylonitrile butadiene styrene (abs). Unaided visual and magnified inspection did not identify any abnormalities that could have contributed to the reported condition on the remaining eight (8) samples; the reported condition was not verified for these samples. However, the reported condition was verified for one (1) sample. The cause of the foreign matter was determined to be a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred between (B)(6) 2020 ¿ (B)(6) 2020. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a white foreign material (plastic) was observed in the fluid pathway of nine (9) 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This issue was identified prior to patient use. There was no patient involvement. No additional information is available.